Event description:
It was reported that during implant the cuff was not implanted due to the physician found a ureteral deficit at the cuff location with an inflatable penile prosthesis (ipp). The ipp cuff was not implanted. Should additional relevant details become available, a supplemental report will be submitted.